Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced that there was an occlusion that prevents the flow of insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.